Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 380 mg/dl at the time of incident. The current blood glucose level is 430 mg/dl. The customer was treated for high blood glucose with bolus. The customer was not experienced any symptoms of high blood glucose level. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer¿s report customer did not allege under delivery. The customer was wearing the insulin pump when high blood glucose event was reported. The customer was reported that they received a sensor updating and change sensor. The insulin pump will not be returned for analysis.